Event description:
It was reported when turning the dial on the colonoscope, the band snapped when the doctor was using it. The issue occurred during a colonoscopy procedure. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.